Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported the patient felt paresthesia in their genitals on (B)(6) 2016. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The device data was uploaded two days later. The device was reprogrammed. Following the reprogramming session the patient no longer felt paresthesia in their genitals area. The outcome was resolved without sequelae on (B)(6) 2016. The indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event resulted in an unscheduled clinic or office visit. The etiology was due to programming. The reprogramming occurred on (B)(6) 2016. The cause was not determined.

Event description:
Additional information received from the healthcare professional of the clinical study clarified the reprogramming was performed because the paresthesia was felt in the genital area and reprogramming resolved the paresthesia in the genital area. The cause of the issue was not clear from the patient's chart. The technician that programmed the patient was no longer there, but the written note indicated they changed from "3 programs to 1 program with improved coverage". It specifically noted there was "no problem with the stimulator or leads".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the etiology of the event was due to programming. Following reprogramming session he no longer felt (B)(6) in his genital area.